Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7072108/7073857.

Event description:
It was reported that during the implant procedure right before the ipg was implanted, the patients blood pressure was dropping. The physician believed that the patients symptoms were not device nor procedure related however, due to patient being dehydrated and could not handle the anesthesia. The procedure was aborted and all devices were explanted. The patient was doing well postoperatively. The explanted devices will not be returned.